Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a specific cause for the report of yellow purulence at the exit site of the driveline could not be determined through this evaluation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists localized infection, driveline infection, and pump pocket/pseudo pocket infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, the hm 3 lvas IFU and the hm 3 lvas patient handbook both provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during driveline site inspection, yellow purulence at the exit site of the driveline was noted. The patient had a macular papular rash due to tegaderm. The patient remains on longterm keflex. No further information was provided.